Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 247 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as feeling weak. The customer was wearing the insulin pump during the incident. The customer reported that the insulin pump over delivered. The customer reported getting a compromised force sensor system alarm. Troubleshooting was not completed as the customer was in the hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime test and alarmed a33 during the basic occlusion test due to loose/protruded drive support disk. Unable to complete the functional testing including the occlusion test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to prime anomaly and a33 alarm. Unable to test for over delivery anomaly due to prime anomaly and a33 alarm. Device passed the displacement test and rewind test. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken reservoir tube lip.